Event description:
The customer reported via phone call that she experienced issues with rewinding the insulin pump. The customer stated that when pressing the act button, the insulin pump would not rewind. The customer's blood glucose was 180 mg/dl. The customer had just left the hospital for issues unrelated to diabetes. The customer explained that there was an open circle on the insulin pump. The customer stated that she had programmed a dual bolus an hour ago. The customer was informed that she had to allow the dual bolus to complete in order to rewind. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.